Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported his blood glucose has been in the 300 mg/dl range since (B)(6) 2010. Patient stated, he noticed his blood glucose was elevated through routine testing. Patient reported, he has been bolusing to bring his readings down and then this morning his reading was 340 mg/dl so he took a 10 unit injection of insulin. Patient stated his readings usually come down quickly after an injection but 2 hours after taking the injection his reading was only down to 257 mg/dl. Advised to call his doctor since injections aren't bringing them down as quickly as they usually do. Patient reported, he has not received any error messages on the infusion device. Patient stated, he was not aware that the infusion adapter should be changed; he changed the adapter while on the call. Had patient disconnect the infusion tubing from the infusion site and attempt to prime through the tubing; no insulin dripped from the tubing and the infusion device displayed an e4 (occlusion) error. Had patient confirm the error and program another prime; insulin flowed through the tubing and no e4 error message displayed. Patient was able to prime the air out and then he reconnected to the infusion device and placed it in run mode. On follow up call to patient on (B)(6) 2010, patient reported his blood glucose returned to normal and he has not had any more e4 (occlusion) errors. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.